Manufacturer narrative:
H4: device manufactured between june 8, 2021 to june 9, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor emptied earlier than expected. This issue was identified during patient infusion. The treatment would take 43.2 to 52.8 hours; however, the treatment completed around 39 to 41 hours. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.